Manufacturer narrative:
Patient's weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lead locking device (lld) was inserted into the lead to act as a traction platform to aid in lead removal. During the procedure, the physician decided this was becoming a high risk case and chose to abandon the procedure. He attempted to unlock the lld to remove it from the lead, but was unsuccessful. The rv lead and the lld inside was cut and capped and remained in the patient. This MDR is being submitted for the lld within the rv lead which was cut, capped, and remained in the patient's body.